Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured 29-mar-2018 and installed at the customers site on 03-jul-2018. A lumenis service engineer inspected the system on 11-feb-2019 and noted that some of the optical components were misaligned: "...found debris on the first relay mirror for brick #2 - cleaned mirror. All other optics looked good. Checked far alignment and made adjustment to brick #1 - all other bricks looked good. Checked centration - and made adjustment to brick #1. Cleaned fiber lens cell. Shot final power in short, medium and long pulse and all power measurements meet lumenis specifications. Machine meets all lumenis specifications and is ready for use." All lumenis fibers are bonded into the metal ferrule. Because there is a layer of glue between the fiber and the metal ferrule, any failure of the fiber in the connector or misalignment of the laser beam will first of all cause the glue to be burned. This in turn will cause the blast shield to fail with very obvious noise, smell and performance loss. A review of system risk files ((B)(4)) revealed risk #2.3.1; optical misalignment failure which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation.the risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. In this case a second p120 laser was brought in to complete the case with no complications to the patient. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction.. Lumenis has initiated CAPA (B)(4) to further investigate various optical issues of the holmium systems. One of the issues was identified as optical misalignment in lp120h systems. The complaint is being closed at this time.

Event description:
A user facility reported that during a holep procedure in which a lumenis pulse 120 laser was being utilized with a lumenis xpeeda fiber, the fiber blew and damaged the blastshield. When the fiber was removed an odor was observed and the staff was concerned if they should have the system checked out.